Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that they experienced a loss or change of therapy. She was getting 90-95% but she was starting to not make it to the bathroom in some cases. The patient felt stimulation, however, it comes and goes. The symptom control was 50% or better. The patient was at 1.1 volts on program 1. They wanted to increase stimulation. The patient was told how to increase stimulation and she was going to turn it off when she got off the phone. The reported symptom was leaking. Additional information received from the consumer on 2016-01-08 reported that they had not notified their managing health care professional (hcp). They no longer felt the device vibration and there was an increase in bladder function. The patient was assisted my the manufacturer service in increasing from 1.3 volts to 1.9 volts. This was their second call - the last device was not connected properly. On (B)(6) 2015 was the last vibration and bladder control. The indication-for-use (IFU) was gastrointestinal/pelvic floor. If additional information is received, a follow-up report will be sent.